Manufacturer narrative:
The instrument was within quality control specs with respect to controls and reproducibility. Controls were run once per shift. Controls were run before but not after this incident. On (B)(4) 2008, the field service engineer verified analyzer operations. As of (B)(4) 2008, no similar problems had been reported. Analysis of the data determined that in the first run, the sample showed a cluster with double populations in the joint area of lymphocyte-neutrophil cells. Since basophil cells are normally located in this area, algorithm gated the second population in the cluster as basophils. In the second run, the sample showed a much better defined single population in the neutrophil region. Root cause could not be determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous differential results with high basophil% for one pt while using the coulter lh 750 hematology analyzer. Erroneous test results were reported out of the lab. A manual blood smear differential was completed, the pt sample was reran and a corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.